Event description:
It was reported that during a pph procedure, the staples did not form. Surgeon removed the malformed staples and sutured the entire cut line. There was some bleeding, amount not known. The patient is fine.